Manufacturer narrative:
(B)(4). The insulin pump was received with all buttons functioning properly. There was no damage on the keypad assembly and the keypad connector was locked properly during visual inspection. The insulin pump had no frozen display. The device passed the self test, sleep current measurement, active current measurement and displacement test. The insulin pump was received with normal operating currents. The device was monitored for several hours and there was no blank display. The battery tube connector plugged in properly when inspected.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The patient¿s blood glucose level was unknown at the time of the incident. Display was not returned by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.